Manufacturer narrative:
(B)(4). Eval, results and conclusion: (the length to the internal iliac artery was short, so the contralateral limb was pushed higher than normal).

Event description:
A talent stent graft system was implanted into a pt for the endovascular treatment of a 41mm abdominal aortic aneurysm. Vessel morphology was reported as the rcia was 32 mm in length and the lcia was 48 mm in length. The talent bifurcated stent graft was on the right side and the contralateral limb was on left side. It was reported that on an unk date, stenosis and thrombosis were confirmed in the bifurcated stent graft (ref MFR # 2953200-2011-01356). An emergency operation was performed. Aspiration was performed using another MFR's catheter and a stent was deployed at the area of stenosis. The physician commented that the length to the internal iliac artery was short, so the contralateral limb was pushed higher than normal (ref. MFR. # 2953200-2011-01357); therefore, the open web of the may have caused the stenosis at the flow divider in the bifurcated device. No clinical sequelae were reported and the pt will be monitored.